Event description:
The customer reported sample count outside limit system errors at the end of the utility assay and calibrations due to bad fit involving the access 2 immunoassay system. The customer verified the cap and fittings and noted both fittings, on the substrate bottle were loose. The customer replaced the bottle of substrate and primed the instrument. System check and quality control (qc) were then performed and passed within specifications. The customer indicated no erroneous patient results were generated. There was no patient impact associated with this event. The instrument was returned to normal operation.

Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system diagnostics. In conclusion, the likely cause of the event is attributed to the loose substrate cap fitting. A definitive root cause is unknown. (B)(4).